Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced hyperglycemia while using prefilled cartridges and a 6 mm, 23-inch steel infusion set, and required assistance performing a full supply change and resuming insulin delivery; no alarms or alerts were reported. Symptoms included elevated blood glucose, reported at 420 mg/dl. Outcomes included no hospitalization and successful resumption of insulin delivery with subsequent downward trend in blood glucose. Investigation included customer service troubleshooting and education regarding a full supply change and infusion setup. Investigation of this case revealed no device malfunction or alert activity, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.